Manufacturer narrative:
The xenon lightsource (00mlx) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. The investigation of the returned device showed that the reported complaint was confirmed. The evaluation identified that the device was in used condition with a burnt starter board due to a failing power supply. The power supply was replaced to fix the burnt starter board. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a burnt cap on filter board of the xenon lightsource (00mlx). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.